Manufacturer narrative:
Device evaluated by manufacturer: a visual examination identified the guidezilla guide extension catheter in 2 pieces. Microscopic examination and tactile inspection revealed numerous kinks in the shaft. The collar/proximal shaft bond revealed a complete separation at the collar/proximal shaft bond and damage to the collar. The ptfe was pulled out of the collar and was attached to the distal shaft. There was damage to the tip. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported the shaft separated. The 90%stenosed target lesion was located in the severely tortuous, moderately calcified left anterior descending artery (lad). During a stenting treatment procedure, the physician selected to use a guidezilla extension catheter for the first time. An unspecified stent was advanced through the guidezilla and was able to be implanted in the intended lesion with no resistance. The guidezilla device got separated in the distal portion of the unspecified guiding catheter. The guide segment of the guidezilla was pulled out with the stent delivery device when removed from the patient. The proximal shaft of the guidezilla was then also removed from the patient and the procedure was completed. No patient complications were reported and the patient status was good.

Event description:
It was reported the shaft separated. The 90%stenosed target lesion was located in the severely tortuous, moderately calcified left anterior descending artery (lad). During a stenting treatment procedure, the physician selected to use a guidezilla extension catheter for the first time. An unspecified stent was advanced through the guidezilla and was able to be implanted in the intended lesion with no resistance. The guidezilla device got separated in the distal portion of the unspecified guiding catheter. The guide segment of the guidezilla was pulled out with the stent delivery device when removed from the patient. The proximal shaft of the guidezilla was then also removed from the patient and the procedure was completed. No patient complications were reported and the patient status was good.

Manufacturer narrative:
(B)(4).